Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been having to charge more frequently since her most recent implant in (B)(6) 2016. The patient stated she has been running 2 programs simultaneously 24 hours a day. It was noted that the patient's manufacture representative was aware of this issue. Follow-up was conducted to obtain more information regarding the recharging frequency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were having to recharge every 3-4 days, where they had previously been able to go two weeks to recharge in the first 2-2.5 years of having their previous implant. They had been advised by a manufacture representative that the battery required frequent charging regardless of "the replacement of the battery itself and/or the wire parts." The noted that they hoped for advancements in the strength of the battery moving forward as this technology helps their chronic pain but that the frequent charging in inconvenient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.